Event description:
Facility alleges a blood leak occurred during a dialysis treatment. Dialysis was discontinued and blood was not returned to patient. Estimated blood loss - 250 cc. Blood loss was due to blood left in dialyzer and blood lines when discarded. No serious injury or medical intervention reported. This event involved one patient.